Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "infusion set used for testing - unomedical comfort infusion set" the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Upon troubleshooting, tandem technical support discovered that an infusion set not compatible with tandem's insulin pumps was connected to the pump. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 114 mg/dl.